Manufacturer narrative:
This report is submitted on august 22, 2019.

Manufacturer narrative:
This report is submitted on june 6, 2019, onbehalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the doctor, the magnet has been explanted because the patient was experiencing headaches and a clicking sensation when pressure was applied to the implant. As of this report on june 6, 2019, the patient has not been re-implanted with another magnet.